Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that the patient¿s family believed that patient¿s syncope and death was due to an implantable cardioverter defibrillator (ICD) malfunction five days after implant. The patient¿s physician indicated the patient¿s death was due to their own disease state and not ICD function.